Manufacturer narrative:
Other relevant device(s) are: product ID: evolutpro-29-us, serial/lot #: (B)(4), ubd: 22-apr-2020, UDI#: (B)(4). Product analysis: the valve remains implanted and the guidewire was discarded, therefore no product analysis can be performed. Conclusion: without return of the products, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, the valve was fully deployed. Upon removal of the guidewire from the left ventricle, the guidewire caught the inflow edge of the valve and dislodged it into the aorta. Subsequently, a second transcatheter bioprosthetic valve was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that the guidewire was introduced into the ventricle through a catheter that was already positioned in the ventricle. It was reported that the guidewire was not inspected prior to use and was not preshaped or manipulated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: a potential cause for the guidewire to get caught on the valve was most likely the valve being implanted at a very low depth. It is unknown if the valve was fully expanded, and if the user omitted use of a pigtail catheter to re-sheath the guidewire prior to coil removal. The lot history records cannot be reviewed as the guidewire lot number was unable to be obtained. The confida brecker guidewire consists of a pre-formed shape of the flexible distal tip which is specifically designed to position the guidewire in the left ventricle (lv) and mitigate the variability associated with the distal tip of regular guidewires. It eliminates the need for physicians to manually bend the guidewire during the transcatheter aortic valve replacement (tavr) procedure, or other diagnostic and interventional catheterization procedures. In terms of tavr procedures, this pre-formed shape of the flexible distal tip is designed to provide stability for a delivery system tracked over the guidewire and to mitigate the risk of lv perforation. There is an acknowledged risk involving use error in which the wire gets snagged on the valve frame if the user omits use of the pigtail catheter to re-sheath the wire coil prior to removal. Without procedural images for review or a returned device for analysis, it is unknown if the user followed best practices in removing the guidewire using a pigtail catheter or not and medtronic is unable to conclusively determine the exact cause for this issue. The event does not indicate device misuse or malfunction. If information is provided in the future, a supplemental report will be issued.